Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after impella cp was implanted the patient developed groin bleeding. On the second day of support, the impella cp was removed due to the bleeding. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.